Event description:
Per the surgeon, the pt's device was explanted in 2008 due to an incomplete insertion of the electrode array into the cochlea. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.